Manufacturer narrative:
The investigation determined that sample results were mis-associated with the incorrect sample ids for multiple patient samples processed on the engen laboratory automation system. The root cause of the event was user error. The investigation determined that the customer failed to remove the sample tubes from the centrifuge module following a stoppage of the module as recommended by the engen laboratory automation system instructions for use. The engen laboratory automation system correctly flagged the affected samples, and the customer did not appropriately review the sample results prior to reporting them. The engen laboratory automation system was operating as intended. The root cause of this event is user error.

Event description:
A customer reported that results for multiple patient samples processed on the engen laboratory automation system were mis-associated with the incorrect sample ids. The mis-association of results with the incorrect patient may lead to inappropriate physician action. Results for the vitros assays tested (bun, na+, k+, cl-, eco2, glu, crea, ca+, alt, ast, tbil, alkp, alb, prot) were initially reported from the laboratory. Once identified, corrected reports were issued for the affected patient samples. There was no report of patient harm as a result of this event.this report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).